Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory had an observation relating to the at/af detection. Analysis of the device memory had an observation relating to svt detection. Analysis of the device memory had an observation relating to vt therapy.

Event description:
It was reported that the patient experienced syncope and it was noted the cardiac resynchronization therapy defibrillator (crt-d) pr logic withheld therapy for ventricular tachycardia (vt)/ventricular fibrillation (vf) due to false detection of atrial fibrillation (af)/atrial tachycardia/supra ventricular tachycardia (svt). It was added the patient experienced vt/vf with at/af and the device did not appropriately detect the dual tachycardia. The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.